Manufacturer narrative:
The manufacturer previously reported an allegation an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. Section b5 should be corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient has alleged particles in tubing/chamber,patient having trouble breathing,black specks in water,device is noisy, other thermal issue,difficulty breathing/short of breath,sinus and respiratory issues,dizziness,device has burning/smoke/electrical odor,device has strange odor,device will not turn on/device not functioning related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. Customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 (health effect - clinical code) has been corrected and (type of investigation,investigation findings, investigation conclusions) has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. The patient has alleged particles in tubing/chamber,patient having trouble breathing,black specks in water,device is noisy, other thermal issue,difficulty breathing/short of breath,sinus and respiratory issues,dizzieness,device has burning/smoke/electrical odor,device has strange odor,device will not turn on/device not functioning related to a bipap device's sound abatement foam.there was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the third party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation. Section(s) d8, d9 and h6-clinical code has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.